Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed but the exact cause was unknown. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The catheter had been trimmed just distal to the 16cm depth marking and three needless injection caps were also returned with the catheter. Gross visual evaluation of the sample confirmed the presence of a longitudinally-aligned crack in the gray solo connector. The crack linear in form and was constrained to the gray top cap of the connector and extended from the proximal edge to the valve housing. Microscopic examination of the connector found no evidence of tool markings, thread damage, or other connector damage. The fracture surface of the crack was smooth near the outer edge and transitioned to a stepped and granular surface near the center of the connector cross-section. No damage to the inner luer surface was observed. A qualitative comparison of the relative connector ductility to a non-complainant sample found them to be similar. A lot history review (lhr) of rebs0672 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that after insertion upon the first flush the hub on the catheter leaked and it seemed to be cracked. The catheter was cut to perform an over the wire insertion of a new catheter. There was no harm to the patient reported.